Event description:
During a remote follow up, episodes of post paced t wave oversensing were noted on the device. Reprogramming was recommended. The device was reprogrammed to resolve the event. The patient was stable.